Manufacturer narrative:
The insulin pump was received with frozen display with constant tone due to faulty on mother board. The insulin pump was unable to verify unresponsive buttons due to frozen display. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube window and cracked case at display window corners.

Manufacturer narrative:
The insulin pump was received with a frozen display.

Event description:
Customer reported via phone call keypad anomaly and audio/beep anomaly. Customer stated that the insulin pump was making a high whistling pitch noise with no alarm and there was a black dot on the display screen. Customer's blood glucose reading was 250 mg/dl. Customer advised the buttons on the device were unresponsive. Troubleshooting for constant tone was performed. Customer advised there was a high pitch constant tone on the insulin pump. Customer was advised to insert a new battery after waiting 2 hours for the device to rest. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.